Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory alert. Post paced t-wave oversensing was observed on the ventricular channel. Programming changes were made. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.